Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) using a penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a smart coil into the target vessel but was unable to detach the coil using the handle. After three failed attempts, a new handle was opened and the smart coil was detached. The procedure was completed after the coil detachment. There was no report of an adverse effect to the patient.